Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Troubleshooting was performed and the cartridge was found to be leaking. Customer's blood glucose level was 212 mg/dl. A cartridge change was performed resolving the issues.